Event description:
The patient underwent implantation on (B)(6) 2023. On (B)(6) 2025, the patient reported scalp sensitivity, particularly when exposed to hot water during showering, and described the scalp as having a "bumpy" texture. The patient consulted a plastic surgeon to discuss potential interventions to reduce sensitivity. During a subsequent clinic visit, the patient and treating physician considered a skin graft procedure and planned additional consultations with both a plastic surgeon and a neurosurgeon. On (B)(6) 2025, the patient underwent a revision procedure. Placenta tissue was placed over the implanted device, bone cement was applied to cover ferrule edges and bone screws, and plastic surgery performed a strain-relief suture for incision closure.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.